Event description:
The customer reported she received multiple sensor errors on the insulin pump. Her blood glucose was 49 mg/dl, which she treated by drinking some juice. The customer stated she just calibrated and received another sensor error. The customer's insertion site was above her belly button and a little to the left and she stated the sensor seemed heavy. During troubleshooting, it was found that the sensor was very bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.